Event description:
It was reported that during a training course for correcting sleep disturbances, in a cadaver lab, a few screws broke. The very tip of the screws broke off the inserter. There was no patient involvement.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: two devices were received for evaluation; both were analyzed with the same results. Analysis found that when compared to the assembly drawing and screw assembly drawing: the proximal side of the screw was still inside the handpiece and could not be removed which would have resulted in the reported event. The portion that broke off was the distal side containing the threads and would have measured approximately 4.00mm; it was not returned therefore the location is unknown. When viewed under magnification, the break point contained circular patterns that were consistent with excess torsional loads (excess = exceeded sufficient pressure required for operation).